Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿hemiarthroplasty for the treatment of distal humerus fractures: a possible replacement of tea or a rare indication for special cases¿? The study reviewed one hundred ninety-one (191) patients who underwent elbow hemiarthroplasty (eha) for distal humerus fractures using arthrex fiberwire to address spinal conditions requiring soft tissue approximation and/or reconstructions. During the thirty-two - eighty-two (32-82) month follow-up period, thirty-two (32) patients experienced a reoperation. Ref: albayrak, k., jost, b. & spross, c. Hemiarthroplasty for the treatment of distal humerus fractures: a possible replacement of tea or a rare indication for special cases? Systematic review of the literature with an instructive case presentation. Obere extremität 19, doi:10.1007/s11678-024-00812-9 (2024).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.